Event description:
It was reported that when a patient presented in-clinic for a follow-up, episodes of rv oversensing were observed. The lead was explanted and replaced. An insulation anomaly at the end of the lead was observed during the procedure. The patient was in good condition post-procedure.

Manufacturer narrative:
Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.